Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one q-syte, syringe, and extension tubing as well as two photos. A leak test was performed in the actuated and unactuated position. Leakage occurred in both positions through the vent holes and the base of the device confirming the reported defect. The unit was dissected and visually/microscopically inspected for damage. Damage to the septum was observed which would allow for leakage through the vent holes. The septum was then removed and the column was found to be torn which would allow leakage when the device was actuated. No damage to the threads or base of the device was observed. Damage to the column can occur during the manufacturing process but can also occur in the user environment due to external forces therefore bd was unable to determine a definite root cause. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage during use. The following information was provided by the initial reporter: this is a report about leakage from q-syte. When the hcp connected a syringe to q-syte, liquid (water) leaked from the q-syte.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information, we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage during use. The following information was provided by the initial reporter: this is a report about leakage from q-syte. When the hcp connected a syringe to q-syte, liquid (water) leaked from the q-syte.